Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with transient light "sensititivty" two days following lasik treatment. The patient reported vision is worse. A flap lift and rinse was performed and the topical steroids were increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.